Manufacturer narrative:
(B)(4). Following visual, dimensional and assembly checks of the returned items, no discrepancies have been identified, therefore the reported event has not been confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During revision case with an existing biomet mallory head and pf femoral stem, a type 1 taper sleeve would not seat. We then tried another type 1 taper sleeve, which also would not seat. It was verified with engineers that stem had a type 1 taper. After it was confirmed that the stem was a type 1 taper, the surgeon impacted a ceramic head onto the stem.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation concomitant medical products: medical product:cer option type 1 tpr sleve +6, catalog #: 650-1068, lot #:2891919. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00381. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During revision case with an existing biomet mallory head and pf femoral stem, a type 1 taper sleeve would not seat. We then tried another type 1 taper sleeve, which also would not seat. It was verified with engineers that stem had a type 1 taper. After it was confirmed that the stem was a type 1 taper, the surgeon impacted a ceramic head onto the stem.